Event description:
Found during test. According to the reporter, the device failed to deliver proper energy output and illuminated the service light. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that its defibrillator energy transfer was faulty. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.